Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is submitted on november 19 2018.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was administered antibiotics (type and date not reported) and the patient's surgeon cleaned the implant site, however, decided to explant the device (date not reported). It is unknown if the patient was reimplanted with a new device during the same surgery.